Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, uterine prolapse, rectocele, cystocele, urinary incontinence, urethral hypermobility and interstitial cystitis. It was reported that patient had ams sacral colpopexy y sling, ams loop screw braided suture implant concurrently with a sacral colpopexy on (B)(6) 2003 due to vaginal prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2003.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. The mesh was surgically removed on (B)(6) 2003 due to de novo instability after mesh implantation, overactive bladder, infections and bladder spasms. Patient (B)(4) - overactive bladder, (B)(4) - bladder spasms, (B)(4) - de novo instability.